Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2006. A review of invoice history confirmed the revision surgery date; however, an invoice could not be located to confirm the initial surgery date and which components were removed and replaced. It further indicates that patient underwent revision procedures on (B)(6) 2010, (B)(6) 2010 and (B)(6) 2011. Invoice history suggests that all components were removed and replaced with biomet pmi components on (B)(6) 2011. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-05263, 05264 & 05266).